Event description:
Per the field clinical specialist (fcs), during a tavr procedure, the patient had a large pannus and after gaining femoral arterial access on the right side the physician had issues with every sheath he inserted (kinking due to the depth of the arteries and the size/weight of the pannus. The physicians had trouble deploying perclose devices due to the depth of the artery and the size of the pannus. Physicians decided to abort the procedure after the 5th perclose would not preclose and bring the patient back for alternative access if appropriate. None of the edwards equipment went into the patient¿s body.